Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported sensor kit expiration date is (B)(6) 2018. The case awareness date is (B)(6) 2021, which confirms that the device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. If product is returmed an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a horizontal trend arrow and low readings of 90 mg/dl, 140 mg/dl and 123 mg/dl which were lower than lab readings of 450 mg/dl, 485 mg/dl and 465 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 - expiration date was incorrectly documented in the previous report. The section d4 - expiration date has been correctly updated.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a horizontal trend arrow and low readings of 90 mg/dl, 140 mg/dl and 123 mg/dl which were lower than lab readings of 450 mg/dl, 485 mg/dl and 465 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported sensor kit expiration date is july 21, 2018. The case awareness date is may 16, 2022, which confirms that the device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The device manufacturer date for the reported sensor is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If product is returned an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. The following was incorrectly documented in section h-10 of the previous initial report, (the case awareness date is may 16, 2021) and has been updated to (the case awareness date is may 16, 2022).

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a horizontal trend arrow and low readings of 90 mg/dl, 140 mg/dl and 123 mg/dl which were lower than lab readings of 450 mg/dl, 485 mg/dl and 465 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.